Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and no problem was found out on the unit. The fsr perform patient circuit calibration and noticed that paw (airway pressure) was 47 and the screw was turned all the way clockwise. The fsr fixed it and brought it down to 41 then performed performance test. The device passed all testing. No other issues reported. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the 3100a ventilator is not pressurizing. There is no patient involvement associated with the reported event.